Manufacturer narrative:
The device is not available for investigation because the customer discarded it. A review of the device history record is pending.

Event description:
It was reported that, on an unknown date in october, a tego¿ connector's membrane twisted and turned over, which caused excessive pressure with risk of disconnection and exposure to blood for the patient and staff during dialysis. The status of the product at the time of the event was during priming; significant pressure when connecting. The event was detected prior to direct patient use. Length of time device was in use: theoretically three treatments. There were unspecified adverse operator consequences. The device was changed out and replaced with no further problems encountered. There was no delay in critical therapy, no blood loss and no med/surg intervention required.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. However, the complaint can be confirmed based on the device and complaint information. The probable cause of the obstructed flow is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Corrective and preventative actions are in process. Lot history review was conducted and no nonconformities were found that would have led to the reported complaint.